Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.